Event description:
It was reported that the bronchovideoscope image becomes blackout when the angulation is moved upward and image returns to normal after adjusting the angulation. The issue occurred during preparation for use. There were no reports of patient harm

Manufacturer narrative:
E1 - address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.